Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the angle wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the operation channel leak, the operation channel cut, the angulation-down angulation zero degrees, the angulation-left angulation decrease, the angulation-right angulation decrease, and the angulation-up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the angle stuck occurred in the human body. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.